Event description:
From 12/1998 to 9/1999 facility's nicu stats for device were as follows: occlusion <10%, breakage 0, phlebitis <5%, extravasation <5%. From 10/1999 to 2/2000 stats were as follows: occlusion 36%, breakage 10%, phlebitis >10%, extravasation >10%.